Manufacturer narrative:
The reported complaint of vr lp in rom mode during a firmware upgrade was confirmed. The provided information was reviewed by abbott engineering and it was observed that the rom mode prompt was expected due to telemetry challenges during the firmware upgrade attempt. The device was performing as expected.

Event description:
It was reported the patient presented in clinic for follow-up. During a firmware update, the leadless pacemaker (lp) went into backup mode. The device was successfully restored and the update was completed. The patient was in stable condition.